Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was returned with 3 loose staples that were formed incorrectly. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears typical. The stapler was received with 13 staples left in the cover block indicating that at l east 22 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "unable to staple" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the user was unable to staple when trying to use the device on a patient at orthopedics. A new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to staple when trying to use the device on a patient at orthopedics. A new unit was used instead.